Event description:
It was reported that during surgery, the unit did not cut properly. The dermatome cut only on either side and did not cut in the center. They were unable to take the graft. In place of skin grafting, they used oasis mesh to complete the surgery. The harvest site did not need sutures. An additional unplanned skin graft was not taken. There was no patient harm or injury. There was no surgical delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was out of calibration at the 0 reading. The vespel and semi-circle bearings were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.